Event description:
It was reported that during ventilation of the patient there were significant deviations between the set peep (5 mbar) and the measured peep (between 11 and 14 mbar) up to a maximum of 4 minutes in a row. Even after reduction of the set peep value to 5 mbar, the patient was overinflated as a result of the radiological examination with a measured peep of 6-6.5 mbar. The patient is in an extremely critical condition and in the course of therapy suffered pneumothorax, emphysema and cerebral haemorrhage in addition to the original difficulties. Furthermore, it was reported by the user that it cannot be answered at the moment whether or not the high peep values caused the deterioration of the patient's condition. At the time of reporting, the user decided to continue ventilating the patient with this device ((B)(4)).

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device, infinity acs workstation nc with the serial number: (B)(6), was examined on site by dräger service and at the manufacturer¿s repair shop and the log file and trend data were made available for further investigation at the manufacturer¿s site. Based on the log file analysis it could be confirmed that increased peep values occurred repeatedly in the period from (B)(6) to (B)(6), which were displayed by the device with the alarm message "peep high" based on the alarm criterion. Increased peep values that lasted for several minutes, however, could not be confirmed; the respective alarm duration of the "peep high" alarms was 9 to 13 seconds. Simultaneously with the occurrence of the first "peep high" alarm on (B)(6), log file entries regarding an increase in expiratory resistance were made. In addition to the "peep high" alarms, the log file shows other ventilation-related alarms such as ¿mv low", "mv high", "disconnection?", "respiratory rate high", "vt low", "apnea" und "airway obstructed?". Furthermore, it could be verified that device settings were changed by the user. In addition to the log file analysis, an attempt was made at the manufacturer's site to reconstruct the reported situation with a comparable device setup. For this purpose, an identical hose system (evaqua, manufacturer: f&p) was used, as well as the ventilation parameters as they had been used at the reported time of the event. The tubing system was also not calibrated, since the log file analysis showed that the device had been put into operation at 2.03 a.m. And ventilation was started at 2.04. A.m. On january 24, 2022, without a tubing system check having been performed beforehand. In this reconstruction test, "peep high" alarms could be triggered by temporary constrictions of the expiratory tubing. Prolonged constriction resulted in additional alarms such as "pressure measurement inaccurate," but these had not been reported for the event and were not present in the affected device's log file. A device malfunction could be ruled out based on log file analysis and on-site device examination; therefore, a temporary constriction of the expiratory side of the tubing system (e.g., at the transition to the incubator) is considered the most likely root cause for the high peep values in the present case. The dräger service performed a 4-hour test run of the affected device with the hose system used on a test lung. No abnormalities were detected during operation and no alarm messages were issued. The affected device was finally tested according to the manufacturer's specifications without any deviations. The safety concept of the device provides that the software monitors the function of the device with regard to correct operation. If the safety software detects a peep above the alarm criterion, a visual and acoustic alarm message is output via the infinity c500 cockpit to inform the user of the situation. In this case, the device reacted as specified and alerted the user to the situation with appropriate alarm messages. A device fault was not detectable based on the investigation. The results of the investigation did not reveal any new or additional risks that are not covered by the risk management report.

Event description:
It was reported that during ventilation of the patient there were significant deviations between the set peep (5 mbar) and the measured peep (between 11 and 14 mbar) up to a maximum of 4 minutes in a row. Even after reduction of the set peep value to 5 mbar, the patient was overinflated as a result of the radiological examination with a measured peep of 6-6.5 mbar. The patient is in an extremely critical condition and in the course of therapy suffered pneumothorax, emphysema and cerebral haemorrhage in addition to the original difficulties. Furthermore, it was reported by the user that it cannot be answered at the moment whether or not the high peep values caused the deterioration of the patient's condition. At the time of reporting, the user decided to continue ventilating the patient with this device (B)(6).